Manufacturer narrative:
The patient involved in this complaint was a (B)(6) year old female collegiate athlete at the time she saw dr. (B)(6) on (B)(6) 2011. The patient reported bilateral anterior knee pain beginning in 2006. An arthroscopy with chondroplasty of the left patella with loose body removal was performed in (B)(6) 2007. She was diagnosed with patellar malalignment and underwent tuberosity medialization with lateral release on the left knee (B)(6) 2010. The operative notes state there was a 20mm diameter grade 3 lesion of the patella at the surgery. In (B)(6) 2011 subject underwent hardware removal. During a clinical visit with dr. (B)(6) on (B)(6) 2011, subject stated she had no new injury but had increasing anterior knee pain. The patient underwent subchondroplasty (B)(6) 2012 to treat a bone marrow lesion in the central portion of the patella and was enrolled in the (B)(6) clinical study. Subject continued to have persistently symptomatic patellar chondrosis despite normal tt-tg distance. Dr. (B)(6) assessed this adverse event as mild and not related to the subchondroplasty procedure or device. The patient elected to undergo autologous chondrocyte implantation with straight anteriorization of the tubercle of the left knee on (B)(6) 2012. During subject post-operative clinical visit on (B)(6) 2012, dr (B)(6) noted symptomatic patellar chondrosis adverse event to be resolved. Imaging and the operative notes for the subchondroplasty procedure were not available at the time of this investigation so it is not known if the recommended surgical technique was followed or what volume of accufill was used. The patient symptoms leading to the cartilage restoration procedure appear to be most related to a pre-existing condition that continued to be symptomatic.

Event description:
Physician reports mild adverse event not related to device or procedure.

Manufacturer narrative:
This complaint is based on a clinical study data review. The investigation is in-progress once the investigation is complete a supplemental MDR will be completed. Device not returned.

Event description:
Physician reports mild adverse event not related to device or procedure,